Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-102-scratched strip issue. Test strip UDI: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred after the blood sample was applied to the test strip. At the time of the call the customer reported feeling symptoms of dry mouth and excessive urination. Medical attention was not needed at the time of the call. Customer is using correct testing technique and did not have another vial of test strips. During the call a blood test was performed by the customer and produced test result of e-5 using meter. Customer will follow his doctors instructions for elevated glucose levels.